Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation did not reveal any malfunctions of the hf-generator. The generator¿s error log was reviewed and 2 entries of error e433 were found. This error message is triggered by the generator¿s safety system. However, the exact cause for the occurrence of these entries could not be determined in this case. The investigator also found a long scratch on the generator¿s display, which, however, is not related to the reported phenomenon and does not have any impact on the safety and functionality of the device. This damage was attributed to use error. The case will be closed on olympus side with no further actions. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results..

Event description:
Olympus was informed that during an unspecified procedure at an unknown date the hf surgical instrument failed after a certain time of being used. Afterwards, several entries of error 433 were found in the generator¿s error log. No further information was provided but there was no report about an adverse event or patient injury.